Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Block h10: the returned jagtome rx 44 was analyzed, and a visual evaluation noted that the cutting wire was broken and kinked from the proximal pierced hole, which are consistent with the findings when the device was observed under magnification. Additionally, the cutting wire was blackened, and the ptfe coating of the guidewire was peeled. Per media inspection of the provided photo depicting the device; however, it was not possible to observe if the wire was broken. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was broken, kinked and blackened. Based on the condition of the device, the problem found could have been generated if there was contact between the device and the scope during energization or if the generator exceeded the maximum of voltage during the procedure. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wire's integrity and cause a premature cutting wire fatigue. Once the cutting wire breaks, any attempt to remove the device from the scope can lead to the broken section hitting the working channel of the scope. This can bend the cutting wire. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. It was also found that the ptfe coating of the guidewire was peeled which could be caused most likely during manipulation of the device, excess force was applied to the device during insertion/removal of the device guide through another device or interaction with the scope/tools. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an jagtome rx 44 was used in the biliary tract during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the physician inserted the sphincterotome. He entered partially the tip of the tome and positioned the cutting wire near the papilla. The nurse then plugged the connector to the tome and to the electrocautery. When the physician applied current to the device to cut the papilla, it was noticed that the cutting wire of the jagtome rx 44 broke. It was reported that no part of the cutting wire detached and fell into the patient. The device was removed, and the procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an jagtome rx 44 was used in the biliary tract during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on october 31, 2023. During the procedure, the physician inserted the sphincterotome. He entered partially the tip of the tome and positioned the cutting wire near the papilla. The nurse then plugged the connector to the tome and to the electrocautery. When the physician applied current to the device to cut the papilla, it was noticed that the cutting wire of the jagtome rx 44 broke. It was reported that no part of the cutting wire detached and fell into the patient. The device was removed, and the procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.